Manufacturer narrative:
This report is filed april 15, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed an infection in (B)(6) 2012 (specific date not reported). The patient was treated with medication (type and duration not reported) and the infection resolved.